Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass. The pump was received with minor scratched display window. The pump was received cracked case at display window corner. The pump was received with cracked battery tube threads. The pump was received with broken reservoir tube lip.

Event description:
The customer's father reported via phone call of damage to the customer's insulin pump. The father states the pump was dropped and the inside of the screen cracked. The customer's blood glucose level at the time of incident was 216mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.